Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with multiple episodes of non-sustained ventricular oversensing. The oversensing was recreated with patient taking deep breaths. Intermittent myopotential oversensing was suspected. Programming change was recommended. Patient was in stable condition.